Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium implantable port attached to a groshong catheter was received for evaluation. Visual, tactile, functional and microscopic evaluations were performed. A split and a partial circumferential break were noted from the distal end of the cath-lock. The edges of the breaks were noted to be uneven and the surface was noted to be round and smooth on both break regions. Therefore the investigation is confirmed for the reported fluid leak and the identified fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during a port placement procedure via the right upper arm, bleeding was allegedly occurred. However, post placement no bleeding was observed. It was further reported that bleeding and leakage were allegedly observed from the insertion site on the same day. Reportedly the port system was removed. There was no reported patient injury.

Event description:
It was reported that the during a port placement procedure via the right upper arm, bleeding was allegedly occurred. However, post port placement no bleeding was observed. It was further reported that bleeding and leakage were allegedly observed from the insertion site on the same day. Reportedly the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.